Event description:
It was reported that the surgeon inserted the guidewire into the catheter, and then was not able to remove it. He pulled on the wire hard enough that he was able to see the catheter "wrinkle up" a little bit, and the wire was still stuck. He eventually was able to pull the guidewire out, but 7cm of the catheter broke off and was left in the patient. They tried to look for the catheter segment, but were unsuccessful. Another drain was implanted, and the patient is doing fine.

Manufacturer narrative:
The device is currently under evaluation.